Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. Operator of device is unknown.

Event description:
It was reported that a cassette was defective. The defect was a leak. There was no patient injury reported.

Manufacturer narrative:
Other, other text: d10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: twenty-four cassette samples were returned to manufacturing for investigation. Visual inspection and functional testing were performed. The samples were visually inspected at a distance of 12 to 16 inches under normal conditions of illumination. Samples 1 and 2 were received with a damage in the pouch. The other 22 sample units do not present any damage, scuffs, pinch marks, cracks, crazing, cuts, etc. That could cause the failure mode reported. Functional testing was performed whereby the returned units were filled with 100ml of colored water using a syringe to detect any leakage. The samples were completely filled and no leaks were detected. The customer reported issue was not confirmed during the investigation as no fault was found. Root cause of the reported issue could not be determined since the complaint was not confirmed. No actions were taken since the complaint was not confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.